Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 44000. This alarm event pauses the delivery of the pump until the error is addressed. The occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the incomplete software installation was the root cause. The software was updated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.